Event description:
A medical center reported to our distributor that the inside of the rt040m full face mask was falling out of the mask during use. We have interpreted this as the seal of the rt040m full face mask has become detached from the mask base. The report stated that staff were able to re-assemble the seal of the rt040m full face mask back into the mask base. No pt injury was reported.

Manufacturer narrative:
Method: the complaint device was not returned and no lot number was provided. Results: one potential contributing factor may be due to improper fitting of the rt040 face mask onto the pt. The rt040 mask is new to the market and many users are in the process of converting from an existing competitors mask to the rt040, and may not be familiar with the sizing and fitting of this new mask. Conclusions: MFR is actively developing an improved in-service program to address the potential for improper fitting. This program will be implemented shortly. We have received similar complaints and we are currently trending this at an occurrence rate of less than 0.014%.